Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit energized and cauterized and all ports recognized instruments. Perform technical safety check per traveler 836070-6.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the generator had unexpected shutdown. The staff switched power outlet, but generator was not able to start again. It was stated hitting the start button was not resulting in any power on cycle. There was no unexpected energy loss. The technical support engineer (tse) reviewed error logs and found no problems regarding the generator. No unusual message or sound was made according to the staff. Suddenly, generator turned itself back on. Still, it was unsure if it will last till the end of the surgery. Tse asked customer if they have a force triad from (B)(6) lab. They had and will use it in case of another generator fault. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.